Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cholecystectomy procedure, the clips didn't close properly on the cystic "dutcum". The clips resulted to be half open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = k9038l. The analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, no functional testing could be performed. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.